Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent ventral hernia repair with mesh. He had revision surgery 1 year and 1 month post-surgery. He underwent additional surgery on (B)(6) 2013 and (B)(6) 2014 the patient experienced multiple surgical revisions, recurrence, chronic pain, and trigger point injections.